Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was seen by their pain medicine physician on (B)(6) 2023. At this time, the patient's daughter reported that the patient still felt groggy off and on. Examination of the pump showed that the baclofen concentration information was entered wrong at the time of implantation. The baclofen information was entered as 1000mcg/ml and in fact was 2000mcg/ml. The physician called the pharmacy to confirm exactly what dose and how many milliliters were delivered to the operating room. The pharmacy reported that 40ml of 2000mcg/ml baclofen was delivered on (B)(6) 2023, the day of surgery. The physician called the manufacturer representative (rep), who was present at the time of surgery. The pump was also examined by a rep on (B)(6) 2023. After discussion with the rep and technical assistance team, it was determined that the patient was in fact getting 2000mcg/ml baclofen at 2089.8mcg/day. On (B)(6) 2023, the pump was refilled with 40ml of baclofen 2000mcg/ml. The pump was reprogrammed with the correct concentration and the dose was decreased to 1599.1mcg/day simple continuous fashion without any bolus. The physician planned to see the patient the following week and advised the patient to call if they felt sleepiness or increased spasticity. Following the refill, the patient recovered uneventfully and was discharged in good condition. The pump was reprogrammed to the new refill volume of 40ml and the new alarm date was (B)(6) 2023.1mcg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 , product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 1044.9mcg/ml via an implantable pump. The indication for use was intractable spasticity. It was reported the patient came in for refill and had been experiencing overdose symptoms (not stated) since last refill. The reporter stated the pump was programmed at 1000mcg/ml when actual concentration was 2000mcg/ml. The daily dose was 1044.9mcg/day. It was calculated the patient had actually been receiving 2080mcg/day.